Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 292, 275 and 544 mg/dl fasting. Tests were performed using the same hand, same finger. The customer's expected fasting blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test results of 368 mg/dl using meter; customer declined to perform second blood test. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 08/21/2020 and open vial date is 05/2019. The customer did not state he was concerned with the low result of 50 mg/dl in the meter memory; customer did not feel symptoms at the time he got a 50 mg/dl fasting. The meter memory was reviewed for previous test result history: (B)(6).